Manufacturer narrative:
Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). A device history record (DHR) review was performed for part # 03.010.045, synthes lot # 4927319: release to warehouse date: 11-may-2005, expiration date: na, manufactured by: (B)(6): no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure a surgeon noted that the insertion handle is bent and can potentially lead to misalignment when drilling proximally through the expert tibia nail aiming guide. The surgeon requested that the bent handle, which has been used hundreds of times, be replaced. The age of the device is unknown. The insertion handle has been removed from the set. There was approximately a fifteen (15) minute surgical delay as the surgeon was trying to locate the similar insertion handle to use. Procedure was completed successfully with patient outcome following the surgery reported as stable. This report is for one (1) standard insertion handle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product development investigation was completed. As part of this investigation a visual inspection, device history records (DHR) review, drawing review, and root cause analysis were performed. The returned standard insertion handle (03.010.045, 4927319) is part of the titanium cannulated tibial nail system and is also used in other expert nailing system procedures as well. The handle is used during nail insertion. The returned handle was found to exhibit significant damage, including scratches, gouges, dents, and damage to its alignment tang, all of which confirmed the complaint condition and made its replication inapplicable. The returned standard insertion handle (03.010.045, 4927319) was manufactured on may 11, 2005, and relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Review of device history record(s) showed that there were no issues during the manufacture of the product(s) which would contribute to the complaint condition. During the investigation, no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition, however upon inspection of the handle it was clear that it had been subjected to rough usage and unintended strikes, which could have contributed to it bending and causing the complaint condition. Additionally, design drawing changes intended to improve product performance and make handles more resilient were implemented after the returned handle was manufactured. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.